Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~4mm of the instrument tips have been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.